Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false positive troponin result on the architect i2000sr analyzer. The following data was provided: sid (B)(6) initial 268 (on sn (B)(4) repeat 65.2 ng/l (on sn (B)(4)) and repeated negative twice less than 20 (on sn (B)(4)). The customer uses a cutoff of 30 ng/l. No impact to patient management reported.

Manufacturer narrative:
Similar complaints, review of instrument logs, a review of labeling and accuracy testing. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The product was not available for return. An internal panel was tested with retained kits of the likely cause reagent lot and accuracy testing met all specifications. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.